Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm caused to the patient, no medical intervention was required and no repeat procedure was performed. There was nothing unusual about the patient or procedure and an endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The site has been performing the bravo procedure for 10 years. The vacuum pressure when testing pre-procedure and during the placement was 500. The defective device will be returned for investigation.